Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from all channels of the subject device. The testing result was target level in the (B)(4) guideline. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2018] channel (rinsing liquid): stomatococcus (rothia) mucilaginosus (a), rothia dentocariosa, bacillus simplex, streptococcus mitis, and neisseria sp (50 cfu / 200 ml) [second time; (B)(6) 2018] suction channel: streptococcus salivarius and rothia dentocariosa (48 cfu / 110 ml) the test result indicated that staphylococcus aureus, pseudomonas aeruginosa, pseudomonas, enterococci, enterobacteria, acinetobactor sp, stenotrophomonas maltophilia, candida sp, and other mycosis were not detected from the instrument channel of the subject device. Air/water channel: rothia dentocariosa and candida albicans (35 cfu / 90 ml). Auxiliary water channel: rothia dentocariosa (12 cfu / 90 ml). The test result indicated that staphylococcus aureus, pseudomonas aeruginosa, other pseudomonas, enterococci, enterobacteria, acinetobactor sp, stenotrophomonas maltophilia, candida sp, and other mycosis were not detected from the auxiliary water channel of the subject device. The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope 3, using peracetic acid. There was no report of infection associated with this report.